Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 1¿ safestep safety infusion set. The sample appeared free of obvious usage residues and the safety mechanism was not engaged. A superficial crack was observed at the junction between the luer adapter and the extension tubing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during hydraulic pressurization of the sample. Tactile inspection of the sample revealed tensile weakness in the vicinity of the crack. Microscopic inspection of the sample revealed buckling and deformation in the vicinity of the crack. The fracture surface was granular and exhibited beach marks. The regions of deformation observed at the corners of the crack were asymmetrical. The crack features were consistent with fatigue failure caused by device manipulation. The uneven deformation suggested that torsional (twisting) stress contributed to the observed damage. The event description appeared to confirm that the sample was intentionally manipulated to failure. A lot history review (lhr) of ascns0230 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this device was removed from the supply cabinet for quality testing purposes; it was never used on a patient. After being manipulated for a few minutes, the distal end of the tubing where it attaches to the luerlock connector cracked.